Event description:
Per the audiologist, results of an integrity test done in 2006 were consistent with normal receiver/stimulator function and anomalies on multiple electrodes. The identified electrodes were deactivated from the sound processing program. Info on the patient's performance was requested several times after the appointment without any results. In 2007, the patient's mother reported the pt was not doing well in school or at home. Results of a second integrity test done at about 8 days later showed similar results as the first test. It was recommended that the pt continue using the cochlear implant system. The patient's device was explanted in 2008, and a new device was reimplanted.

Manufacturer narrative:
This type of event is addressed in the device labeling.